Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The test guardian link communicates properly to the insulin pump noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday to monday morning with blood glucose of 294 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 200 mg/dl, 325 mg/dl. The customer reported that the insulin pump was on auto mode. The customer was treated with insulin pump in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.